Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements, climbing greater than 2,000 ohms. No noise was observed and the intrinsic amplitude, threshold and shock impedance measurements were stable. Technical services (ts) discussed troubleshooting and or monitoring with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported.